Event description:
It was reported that because of thorax trauma, the patient had a pocket decubitus. The pocket was revised and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.